Event description:
When pulling needle from dialysis patient, the dialysis technician apparently pulled the tubing at a sufficient sharp angle to cause the needle to slide down the side for the safety sleeve rather than being pulled into the safety sleeve which left the needle exposed. The staff member apparently jerked when noticing this hand happened and stuck the needle in their left index finger. The pt may have also moved, contributing to the accident. This same situation of a needle not being drawn into the safety sleeve has been reported in the past. The event occurred on a holiday and the device and packaging were discarded so they are not available for examination.